Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that at times the touchscreen will unlock without the customer completing the unlock buttons "1,2,3" sequence. There was no impact to customer's blood glucose level.